Manufacturer narrative:
(B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced infusion set fell off during use on (B)(6) 2024. The infusion set in use for 2 hours. The issue got resolved by replacing the infusion set and resumed insulin successfully. The patient's blood glucose remained between 100 range mg/dl. No further information available.